Event description:
The customer reported defib failure, cycle power, error 1000. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported defib failure, cycle power, error 1000. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The power pca was replaced to resolve the issue.